Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the inflated cuffed leaked air. The customer reported that there was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary: one sample was received for analysis and evaluation and the reported issue was confirmed. An inflation/deflation test was performed and 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated after a minute. A visual inspection was performed and it was observed that the cuff presents a small tear. The device history record was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.